Manufacturer narrative:
.

Event description:
Facility stated that the certified nurses aid was using the rpl450-2 patient lift when the lift fell sideways injuring two employees, there was a patient on the lift but the patient did not sustain any injuries, facility also stated during the transfer the base legs would not open. Allegedly four days prior the lift was examined by maintenance and maintenance stated the lift was functioning properly at the time.